Event description:
The doctor was implanting the liner into the cup, and he didn't feel that it was seating properly.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The doctor was implanting the liner into the cup, and he didn't feel that it was seating properly. Examination of the returned device finds nothing outward to suggest product problem. The device was evaluated dimensionally by depuy metrology and found to meet all of its specifications. A search of the complaints databases finds no other reports against the acetabular cup product and lot code combination since its release to distribution. A search of the complaints databases against the reported liners finds no other reports of any kind. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No product problem has been identified and the investigation can draw no further conclusions. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.